Event description:
A physician reported a pt who was skin tested in the forearm in 1996. In 1996, the pt developed swelling and redness at the forearm test area. The symptoms resolved in 1998. No medical or surgical intervention was required.